Event description:
Bd insyte autoguard IV was inserted into the patient's left forearm. The vein was successfully accessed but when a flash was observed in the chamber, the needle would not retract into the safety shield. The vein was manually occluded, the IV catheter and needle were removed from the patient.